Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with massive incarcerated left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1) and perfix plugs (device 2 and 3). Per op notes, "external oblique was incised. The cord structures were dissected. The hernia sac was identified and opened. The incarcerated contents such as cecum, descending colon, hepatic and splenic flexure, transverse colon and sigmoid colon with some omentum were reduced. There were also loops of small bowel were reduced. It was very difficult to reduce the large bowel because it contained lot of gas and stool. So, midline incision was made from epigastrium to suprapubic region. All the large bowel colon were reduced through midline incision. A bard flat mesh (device 1) was placed in preperitoneal space and sutured. Two perfix plugs (device 2 and 3) with patch were placed in the left inguinal region and sutured. Midline incision was closed with sutures." (B)(6) 2007 - patient was diagnosed with post operative wound infection and purulent discharge thereby underwent open repair incision and drainage. Per op notes, "there is a draining opening at the junction of left groin incision to midline incision. This was oozing purulent exudate. Few knots of sutures were excised. Full length midline to suprapubic incision was opened and debrided all necrotic tissues. The abdominal cavity and fascia were intact. The infection appeared to be limited to subcutaneous tissues. The left groin meshes (device 1,2 and 3) were deeper than the level of infection. The wound was irrigated and wound vac was placed." (B)(6) 2007 - patient was diagnosed with open abdominal wound in midline incision thereby underwent open repair. Per op notes, "the wound vac was removed. Wound was irrigated. Some areas were debrided. The previous left groin pouch was not involved in wound. The area was healed and leaving only midline defect was reapproximated with sutures. The wound was dressed." (B)(6) 2009 - patient was diagnosed with infected left groin mesh and pain thereby underwent open repair with excision of bard flat mesh (device 1) and perfix plugs (device 2 and 3). Per op notes, "foul smelling pus was oozing out of the sinus tracts in the left groin incision. The incision was opened. Adhesions were lysed. The old meshes (device 1,2 and 3) were noted as plug and patch. These meshes were debrided out. Some more meshes were noted on the floor were also excised. The wound itself was debrided entirely. All necrotic tissues were removed and sutured." (B)(6) 2010 - patient was diagnosed with incarcerated incisional and umbilical hernias thereby underwent open repair with implant of unknown mesh. Per op notes, "a midline incision was made and previous scar was excised. Extensive adhesions were lysed. The ventral and umbilical hernia sacs were identified and reduced. An unknown mesh was placed to cover both defects and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard perfix plug (device 3). Additional supplemental emdrs were submitted to represent the bard flat mesh (device 1) and bard perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.